Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 3 of 5. There was air in the patient line between the transfer set and the hc. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The transfer set did not separate from the patient line. The bags were properly connected and there were no open clamps on unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The baxter technical services representative (tsr) advised the home patient (hp) to contact his registered nurse to inform her of the alarms. The hp cycled the power and a system error 2367 occurred. The hp cleared the alarm. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.